Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient experienced pus, blood, purulent drainage and redness at the stoma site. In (B)(6) 2023, the patient experienced a stoma site infection. The patient was treated with amoxicillin 875mg orally. On an unknown date the patient was reevaluated and treated with fosfomycin 3g sachets every 24 hours. On (B)(6) 2023, it was reported that the stoma site improved.